Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, there have been issues with the handle. Multiple different reloads have resulted in three instances where the needle "dropped". No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post marketing vigilance (pmv) received two endo stitch devices. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received with both instruments. Witness marks one the bevel wall was observed for both instruments. Sheering was not observed on the toggle switches for both instruments. Both instruments were loaded with a needle from the pmv and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Both instruments were found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. The file was concluded to be tested satisfactorily. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).